Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty placing the stent occurred. The physician attempted to treat a bifurcated lesion located at the left anterior descending (lad) and diagonal (dx). The physician was using a 7f zuma ii guide cathether. The first taxus express2 stent was inserted and moved to the dx. The second taxus express2 2.5 x 24 mm drug eluting stent was inserted into the body so that both stent catheters were in the guide at the same time. As the taxus 2.5 x 24 mm stent was advanced to the lad, the device became hung up in the aortic arch. The physician was able to pull both stents out and tried to place the taxus express2 2.5 x 24mm stent by itself without success. Finally, the physician used another taxus express2 2.5 x 24 mm stent and was able to place both of the stents using the same method that was first tried. No pt complications were reported.